Manufacturer narrative:
The returned product was evaluated. The complaint references the incorrect use of a corso instrument set for the removal of the hiploc screw instead of the correct removal instrument listed in the hiploc compression hip screw system surgical technique and instructions. Considering the amount of damage to both the lag screw and plate, this would appear consistent with not using the correct instrument (presumably) for removal. Some scratches are consistent with the pitch of the screw thread (lower down the shaft) and could have been made on implantation or explantation, but the damage at the top of the screw shaft, and barrel plate are not consistent with either.

Event description:
It was reported that patient underwent a hip surgery on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason. During the operation surgeon had difficulties removing the hiploc screw due to usage of corso instrument set. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.